Manufacturer narrative:
(B)(4):during processing of this complaint, product performance group attempted to obtain complete event information, including patient information, patient status from the hospital, field contact or distributor. The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during exchange sheath splitting, the tactile feel of the device was lost. Exchange sheath splitting was completed, the clip deployed in the intended location, and the starclose se clip achieved hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.